Manufacturer narrative:
The history log for this device showed that the pad-pak was first installed on the (B)(6) 2015 and performed all weekly auto self-tests up to the last log entry prior to receipt at heartsine on the (B)(6) 2017. On visual inspection the membrane tail was found to have been incorrectly installed. This resulted in the pins within the j11 connector not correctly aligning with the membrane tail tracks. This misalignment of the membrane tail resulted in the lack of a flashing status indicator intermittently during the investigation. Further misalignments along the membrane tail may have resulted in other intermittent faults and resulted in the reported fault. This did not affect the devices ability to successfully deliver shock therapy as demonstrated during the investigation.

Event description:
500p device has green status indicator flashing but beeps. No patient involved.

Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
The 500p device has green status indicator flashing but beeps. No patient involved.